Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 12/09/2019. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing of act kaolin cartridge lot r19201 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). Returned cartridge testing was unable to reproduce the customer's observation of unexpected results. Sample size was not sufficient to make a pass/fail determination for rate of results outside ea. No deficiency has been identified for act kaolin cartridge lot r19201.

Event description:
Na.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded suspected discrepant results on a (B)(6) year old male with ventricular tachycardia (vt). There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. It is suspected that the patient may be heparin resistant. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.